Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected , it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified readings issue was reported with the adc device. Customer reported that the reader did not show correct value. Customer experienced drowsiness, shaking, dry mouth, seizure and was administered glucose gel orally by a non-healthcare professional. No further treatment was reported. There was no report of death or permanent injury associated with this event.